Event description:
Patient reported that he felt sick on (B)(6)2013. Patient can't recall the exact date. Patient stated he measured his blood glucose level at 5 am with a value of 790 mg/dl. Patient's normal blood glucose range was not provided. Patient reported that his colleague called the ambulance where the patient received an infusion with insulin and was taken to the hospital. Patient stated he received stationary treatment from (B)(6)2013. Patient reported he thinks the infusion device delivers too low amount of insulin. Patient declined to give any detailed information. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: on (B)(6) 2013, the pump was in stop mode (longest time). During this time the pump delivered no insulin. The day of the described problem is not given a significant history analysis is not possible. Consumables: n/a. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.